Manufacturer narrative:
No sample is available for the MFR to evaluate.

Event description:
The event is reported as: alleged issue: customer called to report that when a sponge was used, it fell apart and pieces were left behind on a patient. However, all the pieces have been retrieved and there was nothing left in the patient. No patient injury reported. Patient current condition is fine.